Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone one week after the reported event occurred but did not provide an exact event date. The customer explained that the b30 error occurred only once and that the unit has been functioning properly since. The customer called to request troubleshooting steps in case the error recurs. Tac provided the troubleshooting steps and emailed the instructions for use (IFU). The device will not be returned. The investigation is ongoing, and a supplemental report will be submitted upon completion.

Event description:
It was reported that the light source displayed a b30 scope communication error at the beginning of an unspecified procedure. The procedure was completed using the same set of equipment without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus could not presume the cause of the event, as the customer reported that the device was working properly at the time of contact with olympus. Olympus will continue to monitor field performance for this device.